Manufacturer narrative:
(B)(4). The actual complaint product is expected for evaluation but has not been received yet. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 3006646024-2016-00003 for the first patient. It was reported there was an incident with the peg device. Additional information was received on 24-aug-2016 that states, the physician was unable to remove the tubes via traction method and the patient was taken to surgery to have the tube removed. No further information provided.